Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a test step. The 02 sensor pca was replaced resolve the issue. Additionally, damage was noted on the universal port block but was not replaced at customer's request. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.